Event description:
Customer reported her sensor readings are inaccurate and her insulin pump will not accept her calibrations. Her insulin pump has gone into threshold suspend twice today. Customer's current blood glucose is 191 mg/dl. Her sensor was reading 51 mg/dl. Customer uses proper sensor insertion and calibration methods. Carelink data showed constant low senor readings with high blood glucose levels. Customer was advised the discrepancy may be caused by temporary pressure on the sensor. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.